Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that before that during preparation, the sheath port cracked when doing the initial flush. Subsequently, when the device was being flushed, contrast would spray out of the side wall. The device was not used and there was no patient involvement. Another supera was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported break and the reported leak were able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during preparation, the flushing device was over torqued during connection to the flush port/ hub resulting in the reported cracked hub; thus resulting in the reported leak. The noted kink distal sheath likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.